Event description:
The manufacturer was contacted in reference to a death involving a philips device. The manufacturer received information alleging the patient passed away in november and they would like to return the device and get partial credit due. The device was returned to the manufacturer's service center for further evaluation. The manufacturer identified unit had 103 hours upon arrival, replaced front cover due to mechanical crack, replaced battery due to precaution, replaced sieve canister per pm, replaced inlet filter per pm. Run-in testing passed. All functional and final tests passed.

Manufacturer narrative:
In previous report adverse event/product problem and outcomes attributed to ae are captured incorrectly. It has been corrected in this report.